Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or surrounding days. User made bolus request without entering current bg level and still having insulin on board (iob). Three cartridge change sequences were conducted on (B)(6) 2017. Basal rate was adjusted to .36 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) dropped to 25 mg/dl. The customer was disorientated and the school nurse gave the customer food to address the low bg. The cause of the low bg was not known. The contact also reached out to a healthcare provider to discuss what to do when the bg drops. As the event occurred in the past, tandem technical support was unable to troubleshoot.